Event description:
During the procedure for revision of ipg on (B)(6) 2025.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported during the procedure for revision of ipg, the lead was found to have some fractures from the excess coil under the battery. Physician placed anchors over the tail of the lead to act as a splint. Patient was programmed around the high impedances and is receiving effective therapy.